Event description:
It was reported that the patient had a successful shock conversion overnight. A review of the high energy shock impedance found the value was approaching 15 ohms. This reading is low and out-of-range. The low energy shock impedance was 35 ohms. The patient has heart failure and is also undergoing dialysis. Technical services suspects the low impedance may be due to fluid retention. An x-ray confirmed the system was a little more anterior than a typical implant. System testing found minimal noise with isometrics. The EKG baseline is steady. Technical services discussed some testing options. The system remains implanted. There were no adverse patient effects.